Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with low flow alarms and was found to be in ventricular fibrillation. The patient was subsequently defibrillated, converting to sinus bradycardia in the 40¿50 bpm range. At presentation, the patient was diaphoretic, lightheaded, and dizzy, with dark-colored urine noted. The event log file captured low flow alarm events on 03jun2026 and 04jun2026, along with multiple momentary low flow events. Some of these events were very brief and did not trigger alarms. Low flows initially resolved following a single defibrillation at 200 j and administration of a 250cc fluid bolus. However, the patient began experiencing low flow events again shortly after these log files were obtained. A transthoracic echocardiogram (tte) was performed, which showed left ventricular internal dimension at end-diastole (lvidd) of 3.4 cm, no aortic valve opening, and severely reduced right ventricular function. In response, pump speed was decreased to 5400 rpm, resulting in an increase in flow to 3 l/min.